Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 40 mg/dl range and carbohydrates were consumed to address bg. Customer did not know cause of low bg. As the event occurred in the past, recommendation was made for the customer to discuss event with a healthcare provider.